Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. The p atient has a spinal stimulator for nerve pain in their back/legs which has not been working for years. The patient believes it was put in 2011. They are in a lot of pain. The main problem they are having other than the regular pain is that the battery pack area gets really hot. The patient noted that it has been off for years. The patient has an appointment on (B)(6) 2019 and wants someone to meet them at the appointment. Patient services emailed the patient back indicating that they should go through their healthcare professional (hcp) to have a manufacture representative (rep) scheduled. No further complications were reported/are anticipated.